Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-02296 / 02297 & 02299 / 02302).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: and "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2010. The modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2004 due to protrusio deformity loosening and a periprosthetic acetabular bone osteopororotic insufficiency fracture. Operative report noted the presence of clear yellow fluid, a displaced cup, head in protrusio, and a defect in the pelvis. The modular head, taper adapter and acetabular cup were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2010. The modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.